Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55840016540, 510k #k113174 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure used: removal pre-op diagnosis: removal was planned to be performed due to screw breakage. It was reported that post-op, the screw shaft broke and removal was performed with the instrument. During the surgery, when the broken screw on the caudal side was removed, the kit was used, but the trephine was blunt and force was required and it took time. Revision surgery was performed as a result of the event. No fragment of the instrument is remaining in the patient.